Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer required assistance to treat an unspecified adverse event. It was not provided if blood glucose level was low or high. No additional information was provided and the customer declined troubleshooting with tandem technical support.